Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the tip of one of the reservoirs came out at night. The blood glucose reading was unknown. The customer stated that the tubing that goes into the the reservoir, a little flat piece, came out from the reservoir. It was unclear wether the customer was referring to the connector cap of the infusion set. She stated that it was the reservoir itself that had the tubing on it, not the infusion set. She was frustrated and declined to continue with troubleshooting. She stated that she did not have the infusion set that was attached to the reservoir. She noted that the reservoir was almost out of insulin when the issue occurred and that, when she woke up, it was entirely empty. Advised return of the device for analysis. Nothing further reported.